Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) found incorrect installation of the cardiosave pneumatic unit on the cart. The pneumatic unit was installed correctly on the cart. The equipment works correctly according to the tests in the preventive maintenance protocol. Sensor calibration. Functional tests. Equipment suitable for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, discovered by customer and fst was contacted , the cardiosave intra-aortic balloon pump (iabp) does not turn on. There was no patient involvement reported.